Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located on the pleural border. The pneumothorax was identified mid-procedure via cone beam CT spin. A chest tube was placed and the patient was admitted. The procedure was completed with no complications and/or delays. The pneumothorax was an expected complication due to the lesion's proximity to the pleura. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.